Manufacturer narrative:
DHR was reviewed, and the pump passed all previous tests. There is one other complaint on this device, see complaint # (B)(4). Pump received 1/24/2024 and tested on (B)(6) 2024. Due to the pump's initial complaint code of "(B)(4): power issue - device powers self off", the pump's event log was pulled and reviewed to see if there is any evidence of an abrupt power off in the pump's history. An abrupt power off can be seen by the code "log_event_on", without the line "log_event_off" before it. This means that the pump powered off on its own and needed to be turned back on. Upon review of the pump's event log, there was an abrupt power off noted, seen below on event line 0: "event 0: log_event_on time: 09:49:58 software_version: 213 reason: log_on_cause_onoff eventbytes: 00 49 58 00 d5 09 2b aa reported issue found, device not performing to specification.

Event description:
On 12/27/2024, infutronix received a report that a pump powered off on its own without warning, causing loss of infusion parameters. The infusion cannot resume without causing delay in treatment. Requested device to be returned.